Event description:
It was reported that during a laparoscopic procedure, in the first device, the tissue pad was damaged in about three hours and an error sound was heard. Then the other new device was used, but an error occurred and the device was not to be activated. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.